Event description:
Reportedly, on (B)(6) 2011, the pt was admitted in emergency at the hospital because she received 9 shocks. Upon interrogation, the episodes corresponding to these delivered shocks were not available. The physician requested an explanation.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Method: the outer files were reviewed. Memory data and treated episode were not available because aida memory was not programmed at that time. Therefore, no final conclusion could be drawn concerning the 9 shocks delivered on (B)(6), 2011. Such behavior could result from an interrupted aida programming during previous follow-up. However, many svt/st were recorded in the device memory which could be an indication for emi, myopotentials oversensing and/or connector/lead problem. Thus the physician should consider an extra follow-up to check: occurrence of new episodes and whether oversensing is observed or not: evaluation of the pacing/sensing threshold in normal rhythm to check the stability of these thresholds. Evaluation of the stability of ventricular lead measurements (impedance and coil continuity). Eval of the reproducibility of the oversensing phenomenon during follow-up; this included performing real time egm/markers during pt exercises (moving arm, breathing, coughing...) And while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area.